Event description:
Patient had a shiley trach tube, 8dct lot# 0811000168 inserted in the operating room. Upon transfer to the ICU, the staff noted that the plate/phalange separated from the tube requiring immediate removal by physician and insertion of a new trach tube. Vendor covidien was notified; failed device was saved and returned to covidien for further evaluation/inspection.